Event description:
It was reported that the patient was taken to the emergency room (ER) due to hypoglycemia. The patient's blood glucose levels dropped to 20 mg/dl while wearing the pod. The pod continued to be worn; patient's health care provider suspended insulin and had her eat a meal. Patient was released after spending 6 hours in the ER.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the emergency room (ER) due to hypoglycemia. The patient's blood glucose levels dropped to 20 mg/dl while wearing the pod. The pod continued to be worn; patient's health care provider suspended insulin and had her eat a meal. Patient was released after spending 6 hours in the ER.